Event description:
It was reported that the rv signal amplitude had dramatically decrease. It also appeared that the device was pacing in the atrium when ventricular pacing was initiated. A lead dislodgement was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.